Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her back under the therapy electrode pads. There was no alleged device malfunction contributing to the irritation. The patient was advised to use a cortisone cream by a physician. The patient reported skin is getting better.